Event description:
Per the clinic, the paient underwent a surgical procedure on (B)(6) 2013, to remove the abutment due to recurrent infections at the implant site. The patient was prescribed oral antibiotics (flomex and doxycyclone.)

Manufacturer narrative:
Per the clinic, there are no plans to replace the abutment as of the date of this report, july 10, 2013.correction: the correct catalog number is 92130; not 92127 as previously reported.this report is filed july 10, 2013.

Manufacturer narrative:
(B)(4).